Event description:
It was reported that the programmer froze while performing a left ventricular capture threshold test. As a result, the patient experienced asystole. The test completed and pacing support was reestablished automatically. The patient was in stable condition.